Manufacturer narrative:
No product will be returned for eval.

Event description:
In 2007, the pt stated that he has been experiencing elevated blood glucose levels for "the past month or so". He stated that his readings had been in the "upper 250 mg/dl range". He reported a normal range of 110-150 mg/dl. He reported that he did not have any specific symptoms related to his elevated blood glucose levels. He explained that he began therapy using his infusion device eight months later, and he had experienced some difficulty with insertion of the infusion set headset and infusion site rotation. He stated that he also uses insulin injection therapy to reduce elevated blood glucose levels. When he removed headset cannulas previously, he routinely noticed blood in the headset cannula, his infusion site was wet with insulin, and there were "lumps" under his skin that seeped insulin. He also feels "knots" at his infusion site. He was provided with the information regarding infusion site management including headset insertion and rotation techniques in 2007, he stated that he has practiced the techniques described in labeling and his blood glucose values have decreased. The pt did not required medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.